Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; patient 1; inratio: 6.1; re-test: 1.7; lab: 7.3. Date: (B)(6) 2010; patient 2; inratio: 5.5; re-test: 5.6; lab: 4.0. Tests were ran 10 minutes apart.

Manufacturer narrative:
Investigation pending.